Event description:
Patient presented for robotic-assisted laparoscopic distal pancreatectomy and splenectomy. During insertion of the initial trocar using the camera to visualize entry, the stryker monitor screen went blank and visualization was lost. Surgeon halted entry, but when screen image returned a moment later, the trocar was noted to have perforated the colon. The case was converted to open to facilitate repair of 0.5cm length transverse colotomy. The surgery progressed as planned with no further complications. Loss of visualization may have contributed to patient injury.